Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) troubleshot this issue and determined the lcd panels and keyboard should be replaced. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).